Event description:
It was reported that a flo-gard infusion pump had an ¿insert clamp¿ alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported issue of ¿insert clamp¿ alarm was identified during functional testing and alarm log review as an f-9 alarm. The cause of the condition was determined to be a dirty slide clamp sensor. To correct the condition, the slide clamp sensor was cleaned. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.